Manufacturer narrative:
Initial and final (B)(4) - device 7 of 9.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with infusion set on (B)(6) 2025, infusion set tubing was leaking at the site. Infusion set been in use for 8-10 hrs. No further information is available.